Manufacturer narrative:
The device was returned for evaluation. The investigation has not been completed.

Event description:
The event involved plum 360¿ infuser where it was reported that at 8:30am the pump turned off without alarm when it was infusing to a patient. There was a software error, and a few keypad errors that could be found on the logs. The device was on ac power when the issue occurred and that the charge indicator had a notable beep, and the charge indicator light comes on. The customer also confirmed that there were no damages or issues to the power cord or plug/prongs, and that they were in great condition. The last product maintenance (pm) testing done to the pump was on (B)(6) 2022. There was a patient involved but no harm and no delay in therapy.

Manufacturer narrative:
The customer complaint of an issue wherein the keypad was not responding on certain keys and suddenly turned off without alarm. Self-test and visual inspection were performed. Self-test passed but while the pump is idling, the replace pump where turn on and off message would popup. Visual inspection failed, due to ce module cover and corner of the fluid shield damage. Furthermore, during the testing of the performance verification test (pvt) keypad, the number 1 button and period button didn't work. The customer's compliant was confirmed that the device keypad issue is not responding and has a stuck key on the power button and will not alarm to shutdown on its own. Probable cause is faulty/damage keypad pwa board. Physical abuse on the antenna ce module cover and fluid shield. The device event log/alarm history was reviewed and found a stuck key error and power on and off message.